Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Webster 4 pole w/ auto ID catheter: model #: d-1079-259-s, lot #: unknown. Webster 6 pole catheter: model #: d-1086-579-s, lot #: unknown. Non bwi - bard cs catheter. (B)(4).

Event description:
It was reported that after the atrial fibrillation (afib) procedure, the patient became bradycardiac and a stat echo was requested. The echo confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to ICU in stable condition. Additional information was requested, but no additional information has been provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).